Manufacturer narrative:
The received device had the cannula assembly deployed. Blood was observed on the adhesive pad. No evidence was found that would result in bleeding or bruising to occur at the infusion site; a root cause could not be determined. The exposed portion of the soft cannula was found bent, although it cannot be determined when or how this damage occurred. Fluid was able to flow through the fluid path with no signs of struggle a leak test found no signs of leakage. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 421 mg/dl while wearing the pod between 36 and 48 hours. While wearing it on the leg. For treatment, manual injection was administered and the pod was changed out.